Event description:
It was reported to philips the device display bezel standoffs were broken. The issue was found during servicing. There was no patient involvement. An authorized field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty bezel assembly. The fse replaced the bezel assembly. The device passed all performance assurance tests and was placed back into use with the customer.